Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported partial clip movement on the leaflet appears to be related to patient morphology/pathology. The reported patient effect of worsening mr appears to be a result of both patient condition (disease progression) and procedural conditions due to the partial clip movement. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed for the partial clip movement and recurrent mitral regurgitation. It was reported that on (B)(6) 2016 two mitraclips were implanted reducing mitral regurgitation (mr) from grade 4 to grade 3. A second mitraclip procedure was performed on (B)(6) 2016 for recurrent mr of 4. The more lateral, original mitraclip appeared to be more mobile than usual, but remained attached to the leaflet. The clip did not move or seem to be more open. Mobility could be due to the posterior leaflet disengaging slightly from the clip. Another mitraclip was implanted reducing mr to grade 3. Further reduction of mr was not possible as there was not enough space on the mitral valve for more mitraclips. No additional information was provided.